Event description:
Angioedema [angioedema] throat closing [throat tightness] throat swelling [pharyngeal oedema] allergic reaction [hypersensitivity] swelling in jaw-face [swelling face]. Case description: an adult female consumer reported that she used fixodent denture adhesive, complete free from (B)(6) 2015 and reported that she had an allergic reaction. She stated that she had been in the emergency department twice since (B)(6) 2015 due to her throat swelling and closing. She noted that in the past she had used the original and plus versions of fixodent without issue, but had never tried this version of the product before; she described this product was the only new thing she had been using since her symptoms began. She had discontinued use of the product. The case outcome is unknown. No further information was provided. 01-mar-2015 received follow-up phone call with consumer: the consumer reported that she still is having swelling in her jaw. After having been to the emergency department twice for this, she stated that the doctors said it was angioedema which is an allergic reaction. She reported that the doctors did not know what caused the event, but the consumer asserted that it was caused by the product. The case outcome is not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product were not provided by the reporter.